Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) turns itself back on after 15-40 seconds, when turned off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the on button of the keyboard was out of specification (collapsed). It was also noted that the lower case and side bail covers were broken and the ring was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.